Event description:
Approximately four years after implantation, technicians from this patient's treating hospital reported that the controller alarm volume had decreased. They tested speaker volume by inducing low flow and battery disconnect alarms. They reported no visible damage to the controller and confirmed with the patient that the controller had not received any forceful impact. An elective controller exchange was performed with the patient's backup controller and replacement equipment provided. There was no reported patient injury throughout these events.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller exchange and returned the device to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The reported event could not be confirmed. It is possible that foreign material may have altered the sound of the speaker, however, no foreign material was observed. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "low sound" are most often attributed to a faulty speaker. The most likely root cause is a faulty speaker. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.